Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the battery was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The battery was returned to the manufacturer for analysis. Analysis found no fault with the battery; the reported issue could not be confirmed/replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during the navigate task of a cranial resection procedure, the system unexpectedly shut down after 10 minutes. The computer had a few slow beeps before shutting down. The site did not recall if the power button flashed when the computer started beeping, the light was steady before shutdown. The site changed wall plugs and the issue reoccurred after 10 minutes. The site tried another wall plug on a separate circuit from the previous plugs and the issue reoccurred. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
Software investigation concluded the issue resolved after hardware replacement. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.